Manufacturer narrative:
The calcium gen.2 reagent lot number is 83641701, and the expiration date is 31-jan-2026. A field service engineer (fse) determined that the cell rinse was not adjusted correctly and was too high. The fse adjusted the cell rinse water volume and verified the instrument by performing a precision check. The results were within specifications. It was also determined that the customer follows a shorter spin time and a faster spin speed for bd tubes than recommended by the manufacturer. The calibration and qc were within range. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 503 analytical unit. Sample 1's initial result on (B)(6) 2025 was 5.16 mg/dl, and the repeat result was 8.74 mg/dl. The result repeated on another analyzer was 8.7 mg/dl. Sample 2's initial result on (B)(6) 2025 was 4.59 mg/dl, and the repeat result on (B)(6) 2025 was 6.78 mg/dl. The result repeated on another analyzer was 6.8 mg/dl. Sample 3's initial result on (B)(6) 2025 was 5.37 mg/dl, and the repeat result was 6.56 mg/dl. The result repeated on another analyzer was 6.5 mg/dl. The repeat results are deemed to be correct. The questionable results were repeated because they had delta flags.